Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient who was under anesthesia and with the catheter already inserted in place, underwent a pulmonary vein isolation (pvi) procedure. During the procedure, a "no transducer" error message was displayed on the ultrasound system. The system was replaced but the issue remained. The catheter cable was also replaced twice but the issue was not resolved. The doctor finished the transseptal under fluoroscopy alone. The catheter problem in question was found later with a sequoia system. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
The complaint of the acunav bad image being displayed on the ultrasound system was investigated. The most probable cause of the issue was due to saline solution contamination on the interconnect area. The correction is for biosense webster's customer support engineers (cse) to communicate this problem to their customers, and give reminders to reference the user manual.